Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside of clinical use at the time of the event. The philips field service engineer (fse) inspect the system onsite and confirmed that ippc no longer turns on. During troubleshooting, fse reviewed the log file and found issue with ippc. Fse replaced ippc. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the ip-pc failed to turn on. No harm has been reported to philips. Philips has started an investigation of this complaint.